Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that multiple times suture placement in an unspecified vessel was attempted using a proglide device in a preclose technique prior an interventional procedure. Reportedly, the device was unable to be rewired to place an additional suture. The proglide suture was removed and hemostasis was achieved with sutures from two new proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The number of proglide devices or procedures could not be provided. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to insert the guide wire; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.